Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalization due to low blood glucose on (B)(6) 2017, with blood glucose of 24 mg/dl at time of incident. The customer has been experiencing low blood glucose since (B)(6) 2016 with values of 40, 53, 27, 49, 117, and 500 mg/dl when she was not bein given insulin. The customer was given food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also reported a flush drive support cap. The insulin pump will be returned for analysis.